Manufacturer narrative:
One (1) certainâ® gold-titeâ® hexed screw (iunihg) was returned for investigation. Visual evaluation identified that the screw fractured. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, an unknown biomet implant was reported but remains implanted. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions unknown as per was not provided. The reported devices are/were in tooth location 30 (unknown dental notation system) and used for unknown amount of time. The implant remains implanted. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR and complaint history review could not be performed, as the subject lot numbers associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur for the iunihg, and the reported event was confirmed. However, for the implant the reported event and malfunction could not be verified as it remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured, and he was able to retrieve it successfully. Implant is still in place. No injury to patient as a result of this event.